Event description:
IV infusing with normal saline via peripheral intravenous line (piv) with white clave attached. After approximately 5 minutes, it was noted to be leaking distally just above the luer lock. Lot (10) dr19i21014. New IV tubing placed and infusing without incident. Manufacturer response for set, administration, intravascular, clearlink/continu-flo/duo-vent (per site reporter). Our materials management department has the tubing.